Manufacturer narrative:
Follow-up # 1 date of submission 05/08/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump was found to power on with vibratory and audible sounds. The black box and alarm history were reviewed and showed only typical usage alarms and warnings. Zero units boluses were seen in the pump history. During testing, a one unit per hour basal program was executed for 24 hours with no zero unit boluses recorded in the history during this time. All keys on the keypad were found to be responsive to user input and no hypersensitive keys were observed. The pump successfully performed a normal 10u bolus and a 10u audio bolus with both accurately recorded in the pump history. The original history/settings issue was not duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.